Event description:
Customer reported that she had multiple low blood glucose. The blood glucose reading was 45 mg/dl at time of the call. Troubleshooting was performed, and the basal rates and settings in the insulin pump were correct. Performed the displacement test and the insulin pump failed. No further info was provided.

Manufacturer narrative:
Unit failed displacement test due to out of phase motor encoder signal. Insulin pump alarmed during the self test due to a faulty component on the interface board.